Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (sn: (B)(6)); sigpshell, sig power sigpshell control shell (lot#n4e2089y); sigphandle, sig power sigphandle handle (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid resection, at the time of rectal resection, during rectal dissection, the cartridge knife would not retract, making it impossible to remove the cartridge from the rectum. Every kind of troubleshooting was tried, but the knife would not retract. Unable to remove the jaw from the tissue, the rectum was resected lower, exposed through the small laparotomy incision, and dissected along the side of the cartridge with scissors, and then the cartridge was removed from the trocar. After the knife advances, a cartridge removal error is displayed. The adapter part is displayed in black. The handle and shell were changed and attached again; however, the same error message was displayed and was not resolved. A manual stapler was used to resolve the issue.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was received attached to the associated adapter. The reload was fully fired. The reload was locked on tissue. The I-beam was fully advanced. The non-articulation flag side blowout plate was damaged. The reload could not be removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. The reload could not be removed from the adapter using a manual retract tool. Functional testing was precluded due to the inability to remove the reload from the adapter. It was reported that the stapler did not retract and the instrument was locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.